Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.7 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient went to the emergency room with diabetic ketoacidosis (dka) on some time in (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl with ketones present while wearing the pod. Symptoms reported include cognitive changes. The patient was treated with intravenous insulin and unspecified fluids. The patient's discharge date was not provided.